Event description:
The user stated there was a leak flowing onto the floor into a walkway from the bottom of the instrument. No pts were affected. No one was harmed.

Manufacturer narrative:
The field service rep determined the leak came from a punctured tube stopper on the wash station straw. He replaced the tube stopper and primed the system without any leaks.